Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: early 2008; inratio: normal range; lab: >7.5.

Manufacturer narrative:
Caller didn't provide actual inratio and lab values. Insufficient info available. Prods will be tested when returned.